Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a vaginal prolapse repair procedure approximately 2 years ago. The patient was in good condition at the conclusion of the procedure. In (B)(6) 2012, the patient began presenting with pain in "front of [the] leg." The physician opines that neither the device nor the implantation procedure is related to the leg pain. The patient, who is over 60 years of age, has not had any medical intervention for her pain, however her pain has not yet resolved on its own.

Event description:
It was reported to boston scientific corporation that the physician believes the patient's complications have resolved. All other information is reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.